Manufacturer narrative:
Result: malfunctioning scale display. Missing motion interrupt pan.

Event description:
It was reported by service report that the scale display was not working, and the motion pan was damaged. No pt involvement or adverse consequences are reported.